Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The investigation found the issue was consistent with remains of naoh in the cuvettes. To address the issue, a field service engineer (fse) replaced cuvettes, sipper nozzle, pinch valve tubing, and a broken vacuum tubing. Following the fse intervention, no further issue was observed. The investigation determined service actions resolved the issue.

Event description:
There was an allegation of a discrepant high sodium result for a patient sample tested on cobas 6000 c501 module. The initial result was 168 mmol/l and the repeat result was 140 mmol/l.